Manufacturer narrative:
The device was returned and evaluated by product analysis on 01/31/2017 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed one unexplained rebooting event on (B)(6) 2017 at 16:23; deliveries resumed at 16:29. The total daily dose history was appropriate for the user programmed delivery settings. Two battery compartment cracks were observed. Moisture was not observed within the battery compartment. Leak testing revealed leaks at the battery compartment cracks. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was 350 mg/dl with extreme urination and excess thirst. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. During troubleshooting, it was reported that the pump¿s experienced intermitted power issues since (B)(6) 2016. It was reported there was no damage to the battery compartment or battery cap; there was moisture within the battery compartment. This complaint is being reported because the reported health event was attributed to an alleged pump malfunction.